Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14a057 was manufactured on january 26, 2014 to january 28, 2014. The evaluation of the received device is complete. Visual inspection was performed and identified a ruptured reservoir. Microscopic examination of the reservoir observed a marking on its surface near the rupture line. The reported condition was verified. A batch review was conducted and there was an issue found in the manufacturing records (cracked stress members in units of the lot); however, the lot later met the release criteria. The cause of the ruptured bladder was not determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor ruptured. This occurred during manual filling of fluorouracil with a syringe. There was no patient involvement. No additional information is available.